Event description:
During novasure procedure, equipment failed first check, another instrument handle was opened, and the system failed again. The novasure was then turned off and turned back on, it then passed the first check. The surgeon continued with procedure, after approximately 11 seconds the equipment came up with a failure. The surgeon assessed the patient, and the 11 seconds had done enough to complete procedure. After procedure equipment was removed and tagged.